Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) reported to the emergency room after having a shock delivered and hearing tones emitted from the device. Interrogation revealed a shorted shock lead message and an episode that appeared to be a supraventricular tachycardia (svt) that was given 4 bursts of atp and then the high energy shock. At follow-up 2 months ago the battery voltage was 2.78v with a charge time of 13.3 seconds. Currently, the battery voltage is at 2.6v and a charge time of 14.3 seconds. Guidant received subsequent information that the device was explanted. When examining device, it was noted that the proximal df+ setscrew was loose.